Event description:
It was reported that a patient underwent a gynecological procedure in 2008. During the procedure, the gears jammed up and the blade was seizing. The surgeon had to stop several times to give the handpiece a rest. The device was replaced with another hand piece and the procedure was successfully completed with no adverse patient consequences.

Manufacturer narrative:
Blade seized/stopped. Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.